Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and had to be surgically removed. The target lesion was heavily calcified and traversed the entire posterior tibial artery. The physician used a 0.014" run through wire, 0.014" quick cross catheter and a 6fr/25cm introducer sheath from an antegrade approach to access the lesion. He then exchanged for a csi viperwire guide wire and then advanced the 1.50 solid crown oad to the site of treatment. During the first pass at low speed, the crown began to engage the proximal edge of the lesion and appeared to jump distally. As the crown jumped, the audible pitch of the device dropped, and it was immediately turned off. When he attempted to remove the oad, he discovered that it was stuck. The physician attempted to very gently push, pull and manually rotate the device on the viperwire to free it, but was unsuccessful. It was determined that the best modality to remove the oad was to abort intervention and take the patient to the operating room. A vascular surgeon was notified and a left calf cutdown procedure was performed. The device and all its components were removed successfully from the patient. The patient status remained stable and was discharged from the hospital. Additional information has been requested, but none has yet been received.

Manufacturer narrative:
The oad was released from the facility to allow csi to perform a non-destructive analysis. The oad was returned with the original guide wire engaged in the device and the control knob was in the full backward position. The oad exhibited damage to the nose cone assembly as a result of some form of impact. The driveshaft was also damaged in this area. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft revealed that the saline sheath exhibited a cut 77.6cm distal to the nose cone-to-saline sheath bond site. Further examination revealed that the brake lever was damaged as a result of excessive pressure having been applied. Examination of the damaged brake lever did not reveal any abnormalities that would have contributed to this damage. Biological material (dried blood) was observed on the driveshaft and crown. Examination of the driveshaft and crown did not reveal any damage that would have contributed to the biological material accumulation. The crown edges remained intact and undamaged. The outside diameter of the crown was measured using a calibrated dial caliper and met the drawing specification. The crown length and location also met the specifications called out in their respective drawings. The exposed sections of the guide wire were examined and did not reveal any damage that would have contributed to the noted event. The guide wire spring tip and proximal solder bond remained intact and undamaged. The oad was received in a temporary locked state and remained in this locked state, therefore the device was not tested for functionality. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be confirmed. The oad was received with evidence of biological material or dried blood on the crown; however, it could not be confirmed that the crown had been stuck within the lesion. The observed damage to the saline sheath and nosecone can be attributed to packaging and handling for shipment back to csi. The device history record for this oad lot number and the material inspection report for the viperwire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device evaluation is anticipated, but the device has not yet been received. (B)(4).